Manufacturer narrative:
Manufacturer's investigation conclusion. There were incidental findings of fluid ingress in both power cables, a cut in the black power cable and the orange wire on the white power cable was found to be broken. The reported event of the system controller not transmitting data to the system monitor was confirmed via evaluation. The heartmate 3 system controller s/n: (B)(6) was returned for analysis. Upon connecting to the system monitor, the controller was unable to communicate. The power cables underwent continuity and insulation testing and did not pass. The white power cable¿s orange wire, transmission communication, was observed to be an open line. The power cables were cut open to inspect the condition of the wires. The orange wire on the white power cable was found to be broken. The power cables were replaced with test power cables in order to continue evaluation. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. A root cause for the reported event was determined to be the damaged transmission communication wire of the white power cable; however, a root cause for the damage was unable to be conclusively determined. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heartmate 3 system controller would not transmit data to the system monitor after connecting to a power module. The customer tried a different power module and still the data did not show up on the system monitor. After connecting a different patient to the same power module, it did show data on the system monitor, so the customer thought there was an issue with the patient's controller. The customer switched to the patient's backup controller, which resolved the issue. The backup controller showed data on the system monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.